Manufacturer narrative:
(B)(4).

Event description:
An overdose was reported with the symptom of somnolence. The symptom occurred following a refill session. The cause was unk, but there was a possibility of pocket fill. It was stated that the refill was done on (B)(6) 2011 and pt presented with symptoms on (B)(6) 2011, pump was stopped on (B)(6) 2011. Pt was hospitalized. Volume discrepancy was not checked for. The drug infused via the pump was morphine 30mg/ml. A f/u report will be sent if add'l info becomes available.